Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-20 - user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure that the initial concern is resolved - able to establish contact with customer who indicated that is comfortable with the replacement strips and that student is ok.

Event description:
Consumer reported complaint for the ketone strips. The school nurse is calling on behalf of the customer. Nurse states that she just opened the vial of ketone test strips for the student and that they are discolored gray. The package was not damaged. The customer did not report symptoms. Medical attention is not reported as a result. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 06/24/2019 and open vial date is (B)(6) 2019.